Manufacturer narrative:
No cracks on reservoir tube area, however partially broken off reservoir tube lip during visual inspection. The pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched casing, scratches on display window cover, minor scratches on lcd window, pillowing keypad overlay and damaged keypad overlay texture. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the crack is seen on the reservoir connection. The product was returned for analysis.